Event description:
Reporter alleged the patient received the results of 190 mg/dl and hi 9greater than 600 mg/dl) back to back within 10 minutes on the inform system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.